Event description:
At @ 2:00 pm on 6/24/94, the ventilator serial #4212c3 alarm sounded indicating it was no longer functioning. Staff immediately transfered to manual ventilation. Patient was not in distress and was transfered to standby ventilator at 2:15 pm. Mediq/prn, ventilator owner was notified of incident.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-94. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.